Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 1 year and 9 months due to unknown reason. The valve was replaced with a 23mm 11500a aortic valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 1 year and 9 months due to endocarditis. The valve was replaced with a 23mm 11500a aortic valve. Per medical records, patient presented with presumed aortic valve endocarditis with possible early aortic root abscess and pfo s/p 6 weeks of antibiotics. Tee demonstrated pvl and dehiscence with rocking motion of aortic valve, and severe mr with perforated leaflet. Intraoperatively, aortic valve confirmed to be dehisced by the non and right-coronary commissures. Valve was excised and annular tissue was debrided. Patient underwent double valve replacement. The aortic root side of the aorta-right atrial fistula was repaired. Patient had coagulopathy issues due to cirrhosis and epicardial adhesions. Patient left the or with temporary chest closure and discharged on pod#18.